Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to flattened and creased button dome switches. No unlocked j2 lcd keypad connector during our visual inspection. No moisture damage was found on the electronic stack, motor, battery tube and vibrator assembly noted. No watchdog alarm anomaly noted. The insulin pump passed functional test, including self-test, motor position encoder error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing a constant tone of insulin pump. Customer also reported that buttons were not responding and insulin pump locked up. Customer's blood glucose was 89 mg/dl and was 282 mg/dl at the time of call. Customer was advised that insulin pump would need to be replaced.